Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer's blood glucose (bg) level was "high", although a specific value was not given. A supply change was performed to resolve the issue.